Manufacturer narrative:
¿Which factor is most important for occurrence of cutout complications in patients treated with proximal femoral nail antirotation? Retrospective analysis of 298 patients¿. (2016) turgut, a., kalenderer, o., karapinar, l., kumbaraci, m., akkan, h.a., and agus, h. Arch orthop trauma surg 136:623-630. Turkey. This report is for an unknown proximal femoral nail antirotation/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: turgut, a., kalenderer, o., karapinar, l., kumbaraci, m., akkan, h.a., and agus, h. (2016) which factor is most important for occurrence of cutout complications in patients treated with proximal femoral nail antirotation? Resptropective analysis of 298 patients. Arch orthop trauma surg 136:623-630. Turkey. This was a retrospective analysis of patients with a diagnosis of extracapsular proximal femoral fractures (epff) admitted to a single center between may 2009 and may 2014. The inclusion criteria were patients of any age who were treated with proximal femoral nail antirotation (pfna) (synthes (B)(4)) was used for all patients. There were 298 patients (122 men and 176 women included in the study. The mean age of the patients was 74.9 years. Approx 14 patients had cut-out complications. This is report 1 of 1 for (B)(4). This report is for an unknown proximal femoral nail antirotation.